Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) a high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. (B)(4) no anomalies found; it was observed the lead was stretched and the outer insulation was breached cut, apparent explant damage; full lead in segments analyzed.

Event description:
It was reported that there was premature battery depletion. The device was replaced. There was also lead undersensing. The lead was replaced. No patient complications have been reported as a result of this event.